Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt uniperc was involved in incident where airway obstruction occurred. A swab was retained inside the tracheostomy tube and dislodged into the patients airway with suction tubing, thetube is opaque and the swab not seen.patient required sedation and bronchoscope to remove the swab from the bronchus. This is not describing malfunction of the device, however the device was involved in the serious injury that occurred when swab detached by caregiver and dislodged into airway.